Event description:
The user facility reported that when trying to deploy the angio-seal the anchor, collagen was never deployed. After setting the anchor with the first click then attempting to do the second click and when they pulled back everything came out. Nothing was left in the patient. The doctor then cut open the angio-seal device to make sure nothing was left in the body. There was no patient injury. The estimated blood loss was less than 250cc. Additional information was received on 11jun2025: the procedure was a left heart catheterization with intervention. A 6fr sheath was used. Hemostasis achieved with manual pressure. There was a pre-deployment angiogram performed. The patient condition was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the guidewire, hemostasis sheath, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be used with visible signs of blood. The hemostasis sheath shaft is separated from the sheath hub. The arteriotomy locator contains a kink at the blood inlet holes. The carrier tube is in rear lock position, contains kinks in the shaft, and has the tamper tube, collagen and anchor fully deployed. The collagen does not appear to be tamped. The complaint can be confirmed for a device pullout. The device was returned with the collagen, tamper tube and anchor still present and appeared to have been deployed after the event. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).